Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. (B)(6).

Event description:
The customer reported that rad 57 spco reading always 5-7% on one rad 57. Customer has 2 devices, and the other one will read 0-1% on the same patient in different physical spaces. I have confirmed that they are also testing and comparing the 2 rad 57s on multiple staff members as well as patients and are still seeing a very high reading on the one device. No patient impact or consequences were reported.